Manufacturer narrative:
Product ID 7482a51, serial# (B)(4), implanted: 2009 (B)(6); product type extension product ID 3387s-40, lot# v154598, implanted: 2009 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the patient¿s stimulator was replaced. Low impedances (less than 50 ohms) were noted on electrodes 0 and 3. The shorted electrodes were reportedly not affecting the patient¿s therapy and were programmed around. The patient was doing well with therapy and noted to be alive with no injury.